Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery cap would not secure correctly on the pump and the pump was intermittently losing power. The reporter also stated that the threads in the battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained pump reboots observed in the black box history. There was no damage found to the battery compartment. The threads on the returned battery cap were stripped and the cap itself was unable to be fully tightened to the pump; therefore, power loss was duplicated. A new test battery cap was able to be fully tightened to the pump and no yellow o-ring was visible. The pump was exercised for 24 hours and no power interruptions or alarms were duplicated during this time. There was no evidence of internal moisture or damage to the power circuit observed when the pump cover was removed. Unrelated to the original complaint, the keypad was torn and all of the buttons on the keypad were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Also unrelated, a discolored contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.